Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("pains in the lower abdomen radiating to lower limbs") and ankylosing spondylitis ("ankylosing spondylitis") in an adult female patient who had essure inserted. The patient's past medical history included parity 3. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and ankylosing spondylitis (seriousness criterion medically significant). The patient was treated with surgery (essure removal by salpingectomy and hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower and ankylosing spondylitis outcome was unknown. The reporter provided no causality assessment for abdominal pain lower and ankylosing spondylitis with essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect lo similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 19-apr-2017: quality-safety evaluation received. Company causality comment: this medically confirmed, spontaneous case report refers to female patient who experienced pains in the lower abdomen radiating to lower limbs after essure (fallopian tube occlusion insert) insertion. The device was removed by salpingectomy and hysterectomy (approximately 2.5 years after its placement). In addition, it was reported patient had ankylosing spondylitis. The reported pain is anticipated according to essure's reference safety information, while the other event is unanticipated. Ankylosing spondylitis (as) is a chronic inflammatory disease of the axial skeleton manifested by back pain and progressive stiffness of the spine. In this case, limited information was provided about this condition. Patient's as could have been a contributory role in her symptoms (mainly radiation of her pain to the legs); however since abdominal pain is not a usual manifestation of as and as pain can occur during essure therapy, causality between the reported lower abdominal pain and the suspect insert cannot be excluded. This case was considered an incident, since device removal was required a product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information is expected from reporter.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("pains in the lower abdomen radiating to lower limbs") and ankylosing spondylitis ("ankylosing spondylitis") in an adult female patient who received essure. The patient's past medical history included parity 3. In (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and clinically significant/intervention required) and ankylosing spondylitis (seriousness criterion medically significant). The patient was treated with surgery (essure removal by salpingectomy and hysterectomy on (B)(6) 2017). Essure was withdrawn. At the time of the report, the abdominal pain lower and ankylosing spondylitis outcome was unknown. The reporter provided no causality assessment for abdominal pain lower and ankylosing spondylitis with essure. Company causality comment: this medically confirmed, spontaneous case report refers to female patient who experienced pains in the lower abdomen radiating to lower limbs after essure (fallopian tube occlusion insert) insertion. The device was removed by salpingectomy and hysterectomy (approximately 2.5 years after its placement). In addition, it was reported patient had ankylosing spondylitis. The reported pain is anticipated according to essure's reference safety information, while the other event is unanticipated. Ankylosing spondylitis (as) is a chronic inflammatory disease of the axial skeleton manifested by back pain and progressive stiffness of the spine. In this case, limited information was provided about this condition. Patient's as could have been a contributory role in her symptoms (mainly radiation of her pain to the legs); however since abdominal pain is not a usual manifestation of as and as pain can occur during essure therapy, causality between the reported lower abdominal pain and the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("pains in the lower abdomen radiating to lower limbs") and ankylosing spondylitis ("ankylosing spondylitis") in an adult female patient who had essure inserted. The patient's past medical history included parity 3. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and ankylosing spondylitis (seriousness criterion medically significant). The patient was treated with surgery (essure removal by salpingectomy and hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower and ankylosing spondylitis outcome was unknown. The reporter provided no causality assessment for abdominal pain lower and ankylosing spondylitis with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed 376 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect lo similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: reporter did not respond to final follow-up attempt. Further information could not be obtained. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.